Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 04.211.024s, lot: 3l10432, manufacturing site: selzach , supplier: früh verpackungstechnik ag , release to warehouse date: 23.january 2019, expiry date: 01.january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument, part number: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm, lot number: h794454 (non-sterile), lot quantity: (B)(4), manufacturing location: monument, manufacturing date: 10-dec-2018. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.024.999, 2.8mm ti screw blank 24mm 02.7 variable angle w/sd8, lot number: h785783 lot quantity: (B)(4), part number: 23032, tialnbci2.78, lot number: h574287, lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received va locking screw ø2.7 head 2.4 self-tap l22 ta is broken apart right beneath the screw head. Because of the small size there is no etch available on the screw head. The complaint description describes the implant to be part 04.211.024s with lot number 3l10432.the screw shaft was deformed during the removing procedure from a plier or similar instrument at the fracture site. The screw tip shows damage from a contact with a metallic object. Dimensional inspection: due to the existing damage, the complaint relevant dimensions cannot be checked anymore for dimensional accuracy of the valid manufacturing specifications. The length on technical drawing is specified with 24 -0 / + 0.7 mm. The broken off screw head measures approx. 1.8mm and the threaded screw shaft measures approx. 22.7 mm and with a total length of 24.5 mm meets the specifications. Document/specification review:the manufacturing and the raw material documents show that the device met all inspection acceptance criteria. Investigation conclusion: the complaint is confirmed as the screw head is broken off from the threaded shaft. The existing damage to the screw tip indicates that the screw has come into contact with the plate and was not inserted in the threaded hole. The attempt to screw in or to remove the blocked screw led to a mechanical overload situation and finally to the breakage. For correct technique see surgical technique 036.001.366 / va-lcp distal humerus plates 2.7/3.5. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) surgery for supracondylar fracture of the humerus using an unknown plate and a titanium variable angle locking (va) screw. During fixation of the distal area of the posterolateral plate, the surgeon noticed a false measurement on the length of the locking screw. When the surgeon tried to extract the locking screw, it broke and the threaded portion remained in the patient's bone. The fragments were completely removed by tapping with an unknown driving tool and rotation of threaded portion which protruded from the contralateral side with unknown pliers. The surgeon confirmed that there are no pieces in the body and was confirmed by image diagnosis. There was less than 30 minute surgical delay. Surgical procedure outcome and patient outcome were unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).